Event description:
Information was received indicating that while in use, a smiths medical cadd legacy pump alarmed for high pressure. Subsequently, patient went to the ER due to medication not being administered. Pump was being used for a life-sustaining infusion (pah). No patient consequences were reported. No adverse effects were reported.